Event description:
An impella 5.5 device was inserted into the left axillary/subclavian artery in a 65-year-old male patient with a past medical history of coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy of an impella cp. While the patient was in the intensive care unit (ICU), there was high purge pressure (pp) in 1,000's and purge flow of 1.2. No kinks were observed. The patient had been without anticoagulation for several days due to a gastrointestinal (gi) bleed. Tissue plasminogen activator (tpa) was discussed with the physician. There was no noted interruption of flow or support for the patient. After 10 days on support, the family withdrew care and the patient expired on support. While on support, the impella functioned at p-6 at 3.6 l/min as intended for lv loading with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The presence of multiple invasive cannulation sites (such as the ECMO) increase bleeding risk. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in cardiogenic shock complicated by stage d shock.

Manufacturer narrative:
Additional information was received regarding the patient outcome. B1, b2, b5, h1, and h6 codes have been updated to reflect the patient death.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the left axillary/subclavian artery in a 65-year-old male patient with a past medical history of coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy of an impella cp. While the patient was in the intensive care unit (ICU), there was high purge pressure (pp) in 1,000's and purge flow of 1.2. No kinks were observed. The patient had been without anticoagulation for several days due to a gastrointestinal (gi) bleed. Tissue plasminogen activator (tpa) was discussed with the physician. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. The presence of multiple invasive cannulation sites (such as the ECMO) increase bleeding risk.